Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to damage on upward/downward (u/d) knob the water tightness was lost, due to wear of angle wire the bending angle in up direction and u/d knob did not meet the standard value, bending section cover (a-rubber) had a scratch, adhesive on a-rubber had a chip, crack, and a white clouded area, due to wear of flexibility adjustment ring the flexibility adjustment function did not work, u/d knob had corrosion, adhesive around objective lens was peeled, light guide (lg) lens had a crack, adhesive around lg lens was peeled, plastic distal end (c-cover) had a scratch, connecting tube had a scratch, suction connector (s-connector) had corrosion, protector of universal cord on s-connector side had a scratch, universal cord had a scratch, air/water cylinder (aw-cylinder) had discoloration, control unit had discoloration, and the connecting tube had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a pinhole. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle was found was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.